Event description:
During treatment of a giant (14 mm x 12 mm) carotid ophthalmic artery aneurysm, the physician had difficulty placing the first framing coil. The physician removed the coil and then attempted to place the mcs-18 13 mm x 32 cm complex coil. Due to the size and shape of the aneurysm, he could not get the coil to stay in the aneurysm. After repositioning the coil.